Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2023 and experienced vertical gas breakthrough on unknown eye. No additional information was provided. This report is for patient 1 of 2. Reference mrn 3012236936-2023-00271 for patient #2.

Manufacturer narrative:
Age, weight, ethnicity unknown/not provided; information was requested from the account. However, at the time of this report no additional information has been received. Device evaluation: customer recorded min and max energy after complication. Min 0.03 max 2.18, then slight change to min 0.03 max 2.19 then min 0.04 max 2.19. The system was evaluated by a field service engineer (fse). The fse measured z depth approximately 101um and performed z calibration to approximately 115um. The system met jjsv specifications. Conclusion: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10. Additional data: further information was provided and reported the patient's information, section a2, age - 52 years section a2, date of birth - oct 13, 1970 section a3, gender - male section a5, ethnicity - hispanic/latino section a5, race - white section h6, 1814 - dry eye(s). Dr. (B)(6) performed the lasik procedure. Patient was having issues post photorefractive keratectomy (prk). His best corrected visual acuity (bcva) is 20/25 but he is still being treated for dryness, so this could be a factor. Customer normally has a 105 flap thickness and they have had to make the flap thicker to 120. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device manufacturing date was noted as oct 26, 2020. The correct manufacturing date is jul 22, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.